Manufacturer narrative:
An event of bradycardia, cardiac arrest and death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the cause of death was cardiac arrest. Based on the available information, the root cause of the reported incidents could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implant in a patient. A pre-dilatation was performed due to heavy calcification. The device was successfully implanted with good results. Post implant, while the patient was in the cardiac care unit, they had extreme bradycardia, cardiac arrest requiring cardiopulmonary resuscitation for more than 1 hour. Smpt installed and also an intra-aortic balloon pump (iabp) in the hemodynamics ward. She presented severe systolic dysfunction, and was unable to recover. Given the patient's age and baseline conditions, it was decided not to escalate to extracorporeal membrane oxygenation (ECMO). The patient passed away despite resuscitation maneuvers, hemodynamic support, and medication. The cause of death was cardiac arrest

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implant in a patient. A pre-dilatation was performed due to heavy calcification. The device was succesfully implanted with good results. Post implant, while the patient was in the cardiac care unit, they had cardiac arrest requiring cardiopulmonary resuscitation for more than 1 hour. The patient passed away despite resuscitation maneuvers, hemodynamic support, and medication. The cause of death was cardiac arrest.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.